Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After deployment of a 2.75 x 20 mm promus premier stent, an edge dissection was noted. The dissection was covered with another promus premier stent, and the procedure was completed, and no further patient complications were reported.